Event description:
It was reported that when an asymptomatic patient presented to the clinic for routine follow up, non-sustained rv oversensing due to t-wave oversensing was observed on a stored egm. Programming changes were made. Device remains implanted.

Manufacturer narrative:
(B)(4).